Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing was observed on the patient's device via remote monitoring. Previously, pacemaker mediated tachycardia was noted. The nurse was uncertain if the pacemaker mediated tachycardia caused symptoms. The patient had a history of supraventricular tachycardia so routinely experienced palpitations. No intervention was performed. The patient would be monitored.